Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Customer complaint of high blood glucose results. Customer normally reads 89-120mg/dl but has been currently reading in the 400's. Customer states he feels fine. Denies any symptoms of high blood sugar, denies need for medical attention. Strip expiration date:09/26/2017. Strip open date: (B)(6) 2015. Strip storage:yes, stored correctly. Back to back blood glucose testing performed with results: blood test 1: 130mg/dl fasting:yes. Blood test 2: 120mg/dl fasting:yes. Reviewed meter memory: 1: 332mg/dl (B)(6) 2015 07:27:00 am fasting:yes. 2: 365mg/dl (B)(6) 2015 07:44:00 pm fasting:no. 3: 220mg/dl (B)(6) 2015 07:58:00 am fasting:yes. 4: 361mg/dl (B)(6) 2015 07:48:00 am fasting:yes. 5 :228mg/dl (B)(6) 2015 05:04:00 pm fasting:yes. Customers concern:365mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Customer complaint of high blood glucose results. Customer normally reads 89-120mg/dl but has been currently reading in the 400's. Customer states he feels fine. Denies any symptoms of high blood sugar, denies need for medical attention. Strip expiration date: 09/26/2017. Strip open date: (B)(6) 2015. Strip storage:yes, stored correctly. Back to back blood glucose testing performed with results: blood test 1: 130mg/dl fasting:yes. Blood test 2: 120mg/dl fasting:yes. Reviewed meter memory: 332mg/dl (B)(6) 2015 07:27:00 am fasting:yes; 365mg/dl (B)(6) 2015 07:44:00 pm fasting:no; 220mg/dl (B)(6) 2015 07:58:00 am fasting:yes; 361mg/dl (B)(6) 2015 07:48:00 am fasting:yes; :228mg/dl (B)(6) 2015 05:04:00 pm fasting:yes; customers concern: 365mg/dl. No adverse event reported.